Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was found to be in sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); and the antenna was observed to have been damaged during de-casing. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly. The passing of all tests is an indication that the evidence of the damaged antenna did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 52 mg/dl compared to readings of 162 mg/dl respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown if the customer observed a trend arrow. The length of sensor wear is unknown. There was no report of death, serious injury, or mistreatment associated with this event.